Manufacturer narrative:
Additional information was received on march 31, 2019 for the thermocool® smart touch® sf bi-directional navigation catheter. The lot number was provided; therefore, the following sections have been updated: brand name has been updated from thermocool® smart touch® sf uni-directional navigation catheter to thermocool® smart touch® sf bi-directional navigation catheter. Lot has been added to 30136399l. Catalog has been updated from d134702 to d134805 unique identifier (UDI) has been updated from (B)(4) to (B)(4). Expiration date has been added to 11/8/2019. Manufacture date has been added to 11/9/2018. The biosense webster, inc. Product analysis lab received the product for evaluation on april 3, 2018, and it was reported to be returned in normal condition. It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, it was noted that there were bubble errors on the smartablate¿ system irrigation pump (us). The tubing was replaced, but the issue remained. It was then reported that the physician felt a steam pop during the ablation. Cardiac tamponade was then confirmed. Pericardiocentesis was performed to remove 400 cc of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and was reported to be in stable condition. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device 30136399l number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: biosense webster, inc. Product - smartablate¿ system irrigation pump (us), model #: m-4900-08, (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, it was noted that there were bubble errors on the smartablate¿ system irrigation pump (us). The tubing was replaced, but the issue remained. It was then reported that the physician felt a steam pop during the ablation. Cardiac tamponade was then confirmed. Pericardiocentesis was performed to remove 400 cc of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and was reported to be in stable condition. The physician is not sure what caused the adverse event. Transseptal puncture was performed during the case. The flow was set within normal settings for thermocool® smart touch® sf uni-directional navigation catheter. The force visualization feature used was graph. Visitag module was not used.